Event description:
N/a

Manufacturer narrative:
Additional contact information: (name - (B)(6), occupation - biomed). During completion of cardiosave safety disk voluntary medical device correction replaced safety disk. Performed all functional and safety tests per factory specifications, while testing device fse found leaks in the drive manifold so fse can't clear it for clinical use. Biomed (B)(4) will be performing the repair due to his training. So he will then clear it for clinical use.

Event description:
It was reported that while performing an unrelated service, the cardiosave intra-aortic balloon pump (iabp) drive manifold didn't pass the leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.